Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the speed of the device was fluctuating while in reverse. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the speed of the device was fluctuating while in reverse. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The event was not duplicated by the manufacturer repair technician or diagnostic engineer. The technician and engineer received the driver and evaluated it through functional inspection and could not confirm failure.